Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been one other similar event for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: x3 triathlon cs insert #5 9mm; cat# 5531-g-509-e ; lot# 3h6xey, tritanium bplate triathlon s5; cat# 5536b500; lot# ctd64964, tritanium patella-asymmetric; cat# 5552-l-320; lot# ta5j1, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following was reported: performed an I&d poly and femur exchange on a left knee. This was due to infection. No allegations against the implants made.